Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the difficult deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
After getting the cguard into place the physician deployed and heard the click however he could not easily continue deploying the device. He used a competitors stent and completed the procedure. The physician mentioned it was also very difficult to deploy the competitors stent and said it was the most difficult he had experienced. He did pre-dilate with a 5mm balloon prior ro attempting cguard. There were no complications reported.

Event description:
After getting the cguard into place the physician deployed and heard the click however he could not easily continue deploying the device. He used a competitor's stent and completed the procedure. The physician mentioned it was also very difficult to deploy the competitors stent and said it was the most difficult he had experienced. He did pre-dilate with a 5mm balloon prior ro attempting cguard. There were no complications reported.

Manufacturer narrative:
Device analysis and investigation is in-process.